Event description:
It was reported to fresenius that this peritoneal dialysis (pd) patient was having continuous issues with draining during pd treatment. The patient was hospitalized on (B)(6) 2021 (admitting diagnosis not provided). The patient was placed on back-up hemodialysis (hd) and it is unknown if the patient will continue with pd therapy. It was reported that the liberty select cycler and other fresenius product(s) were not related to the drain issues which resulted in the hospitalization. There is no indication of a serious injury, patient death, or other adverse event related to a fresenius product or other issue.

Manufacturer narrative:
Correction: a2, a3, h10 clinical investigation: it was reported that the liberty select cycler and other fresenius product(s) were not related to the drain issues which resulted in the hospitalization. There is no indication of a serious injury, patient death, or other adverse event related to a fresenius product or other issue.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
It was reported to fresenius that this peritoneal dialysis (pd) patient was having continuous issues with draining during pd treatment. The patient was hospitalized on (B)(6) 2021 (admitting diagnosis not provided). The patient was placed on back-up hemodialysis (hd) and it is unknown if the patient will continue with pd therapy. It was reported that the liberty select cycler and other fresenius product(s) were not related to the drain issues which resulted in the hospitalization. There is no indication of a serious injury, patient death, or other adverse event related to a fresenius product or other issue.